Event description:
This lead was an attempted implant on (B)(6) 2012. Patient had a thin walled heart. The lead had poor sensing in 2 positions so a passive fixation lead was chosen. The physician was dr. (B)(6) at (B)(6) hospitals in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).